Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: connection error b30 (scope communication err) due to defective scope socket. The b30 error occurs when the scope-to-cv communication at the time of scope connection is obstructed by some factor and normal communication cannot be performed. When a large load deviating from the normal use condition was applied to the socket (for example, inserting/removing a rough scope), the socket was damaged, causing contact failure/ communication failure of the terminal, and it is highly likely that a b30 error occurred. As stated in the instructions for use, as a preventive measure: "never apply excessive force to connectors. This could damage the connectors. "

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty scope socket.

Event description:
A user facility reported to olympus that their device generated a "b30" connection error. As reported to olympus, the problem occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.